Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset. The malfunction did not recur, and the customer was instructed to continue using the pump, with the suggestion to call back if the issue arose again.